Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked belt clip slot, a scratched display window and a cracked case at the display window corner.

Event description:
It was reported that the customer was trying to bolus for dinner and she received a motor error alarm. Customer taken to the rewind message and she tried to prime, but she received a no delivery alarm. Customer was continually being sent to the rewind message. Customer's blood glucose level was 105 mg/dl. Customer received the alarm during a bolus delivery. Customer works in a hospital but is not directly in line with an x-ray. Two weeks ago, the customer was in a room where mris were done, but the technician said that she was safe in the room. Customer was assisted with clearing the alarm. Customer stated that she was able to complete the rewind sequence. Insulin pump will be replaced. Customer was assisted in priming her pump so that she can navigate throughout the pump to retrieve her pump settings. Customer's back-up plan is manual injections. Customer will contact her doctor to try to get a prescription sent to the pharmacy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)